Event description:
The reporter contacted animas on (B)(6) 2012 alleging that a few hours prior to the call, the patient's bg was 37 mg/dl with sweating. The low bg was treated with 8 ounces of orange juice and a glucagon injection. The reporter stated at the time of the call the patient's bg was fine although there was no measurement but the patient was no longer sweating. The reporter stated the bg was not able to be tested again at the time of the call, but stated the bg would be tested again before the patient went to bed that night. The reporter assured animas customer support (acs) that the patient was fine at the time of the call. The reporter called back the next day in follow up stating he had been continually checking the patient's bg throughout the night and it dropped again from 98 mg/dl to 39 mg/dl and the patient felt sweaty again. At the time of this call, the patient's bg was reported to be 55 mg/dl without symptoms. The patient was reportedly given 8 ounces of orange juice for treatment of the low bg. The reporter stated the patient was just sleeping when this bg drop occurred. The reporter alleged that each time the cartridge is changed, the patient's bg goes low. The reporter stated the patient used novolog and changed the cartridge around 7:00 pm that night. During troubleshooting with acs, it was confirmed in the alarm history that an empty cartridge alarm was received at 7:09 pm. Boluses were confirmed in the pump history at 2:55 pm prior to the empty cartridge alarm and at 8:08 pm after the cartridge was changed. The reporter stated the patient had delivered a bolus to cover for a snack and shortly thereafter, the patient's bg dropped. The reporter confirmed that the patient used the ez-carb feature to calculate the bolus amount. The patient's insulin to carbohydrate ratio was confirmed correct. The reporter denied any recent changes to the pump's advanced settings or the basal settings. The time and date were confirmed correct. The reporter confirmed the patient was disconnected when the pump is primed after cartridge changes. Troubleshooting by acs was unable to identify any pump malfunction and determined there was no delivery issue with the pump. The reporter was instructed by acs to contact the patient's healthcare provider regarding the episodes of low bg and to monitor the patient's bg. The reporter stated they patient is traveling around the country in a recreational vehicle and does not have a healthcare provider available. In a follow up telephone call from the patient, the patient alleged that the pump was malfunctioning after set change/battery change and prime steps and there were additional primes listed in the pump history that were not performed by the user. This complaint is being reported because the issue of the alleged low bg with cartridge change and un-programmed primes in the pump history remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Information pump passed 29 hour flow accuracy test and found to be delivering within required specifications. No unprogrammed primes occurred during testing. Primes were performed successfully and accurately recorded in pump history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Prime history verifies reported primes, no data in the black box from the time of the reported unprogrammed primes due to continued use. No damage found to the keypad. All buttons respond to presses appropriately. Keypad was removed and no damaged/inverted contacts found, no evidence of contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.